Event description:
Initial report: it has been reported to philips that the data and review monitors were not working. The system was in clinical use however it is if the procedure was completed. No harm has been reported. Philips has started an investigation of this complaint. The available information suggests that there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed this complaint as reportable.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred during a non-emergency treatment. A philips service engineer inspected the system onsite and confirmed that the data monitor and review monitor were not displaying any information. The service engineer reseated the 5v power supply and cleaned and reconnected the dvi connector power supply. After cleaning and reseating the connections, and reconfiguring the system, the system was returned to use in good working order. The patient procedure was completed as planned on the system after the cables were reconnected. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.